Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving infumorph (25 mg/ml, 0.156 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the rep received a call from an hcp requesting him to go turn down a patient's pump. The patient had no recent pump refill or change made on her pump but was in the emergency room (ER) and had a good response to 2 doses of narcan. The patient was lying on her left side with a bag of intravenous fluids, oxygen (o2) being delivered via nasal cannula, and a heart monitor w/a heart rate of 68, o2 saturation of 94% and a respiratory rate of 18. The patient was somnolent but rousable to verbal stimuli. Upon interrogating her pump a 98% decrease of mso4 from 6.261 mg/day to 0.156 mg/day was seen and the rep had the hcp update the pump and decrease it to minimum rate. No abnormalities were noted in the logs. The patient had been in an ER for the same symptoms 2 days prior. The rep didn't know what hospital she was in or what type of treatment may have been given. It was unknown if the patient had taken any po (oral) medications but the patient had a history of taking too many po meds in the past, which was a primary reason she initially had the pump implanted. The patient was admitted (B)(6) 2018. She was doing very well, was fully alert, talkative, and up and moving about the room freely. The patient had possibly received an overdose. The issue was resolved and the patient status was "alive - no injury" at the time of this report, no further complications were reported.